Event description:
The shaft of the scissors became flexible, but not totally broken in half. The disposable sheath bent as it was being introduced into the port. The scissors were removed from the field and replaced with new scissors. There was no harm to the patient.